Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/07/2014: discolored display screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the blackbox data revealed loss of prime warnings recorded. During testing, an ez-prime sequence was performed successfully without issue. The pump was exercised for 24 hours with no loss of prime warnings occurring. The force sensor was evaluated and noted to be out of calibration according to specifications. The pump was opened for investigation and did not reveal any damage or defect of the force sensor assembly. The force sensor resistance was noted to be within specifications. The display screen was noted to be discolored.